Event description:
A nurse reported that an ophthalmic probe electrocoagulation head was failed to work when inserted into the eye during vitrectomy surgery. The surgery was completed on the same day after replacing with another one. There was no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The investigation is completed based on the sample evaluation documented below the sample was received covered by its protection sleeve and in the tyvek pouch, which shows the lot information. The instrument was returned in a disassembled state, i.e., the inner assembly group was pulled out from the housing. The lower contacts which remained undamaged showed no defect and were not loose, their conductivity properties were sufficient when the electrical resistance was measured. The upper contacts are destroyed, which could be a result of the activities to disassemble the inner assembly group from the housing. Due to the state in which the product was returned, the reported issue could not be confirmed anymore and accordingly, a root cause could not be determined. Generally, during production, a 100% inspection of the instrument is performed which identifies any defect contact points. Since the instrument passed this test, the contacts must have been affected later. The root cause cannot be identified conclusively, because the sample was handled and manipulated (disassembled) before it could be evaluated by the investigation site. The exact root cause for the customers reported event is unknown, therefore, specific action cannot be taken. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis. The manufacturer internal reference number is: (B)(4).